Event description:
Caller reported a tandem mobi cartridge alarm and a malfunction alarm on the pump. There was no adverse impact on the customer¿s blood glucose level. Customer successfully reloaded the cartridge and resumed insulin therapy after receiving assistance in resetting the pump from technical support, with instructions to call back if any malfunction code recurs.